Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console displayed the message "operating system was not found." The device was replaced with an alternate. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.